Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a post-surgery follow-up, radiographs revealed impingement of the femoral neck.